Event description:
On 3/3/97, the account reported a falsely elevated psa result of 0.4 ng/ml on a sample from a post prostectomy pt. Based on this result, the pt received radiaion therapy, which was given at cancer center under the care of dr. The pt received 30 fractions (5 treatments/week for 6 weeks) of 6000 rads. A letter was received from the pt regarding the radiation treatments. He reported that his physician started the radiation treatments after the psa result became elevated. On 4/14/97, after the 16th treatment, the pt was informed by his physician the "the psa result from 3/3/97 was not reliable." However, his physician stated that he was too far along in therapy to stop and felt he should finish all the treatments. In the pt's letter, he relates his complaint of being tired, having pain and bowel problems, and being unable to do his farm work. Further info from dr on 6/23/97 stated that he did not feel the radiation treatments had caused any permanent injury.